Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was used during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6) 2013. According to the complainant, the indication for the procedure was a 2 cm stricture in the distal esophagus. Reportedly the patient anatomy was not tortuous. During introduction into the patient¿s esophagus, the tip of the stent delivery system detached from the catheter but remained on the guidewire. The stent was not attempted to be deployed and the stent system and tip were removed from the patient. The procedure was completed with another wallflex fully covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was used during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6) 2013. According to the complainant, the indication for the procedure was a 2 cm stricture in the distal esophagus. Reportedly the patient anatomy was not tortuous. During introduction into the patient¿s esophagus, the tip of the stent delivery system detached from the catheter but remained on the guidewire. The stent was not attempted to be deployed and the stent system and tip were removed from the patient. The procedure was completed with another wallflex fully covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of tip detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery catheter. It was noted that the outer sheath was kinked at 18 mm distal to the distal handle. The dilation tip was loosely attached to the inner shaft but the tip was able to be removed during analysis. Microscopic examination of the distal end of the inner shaft and inside the tip found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. Fourier transform infrared (ftir) analysis was performed on the device to determine if any contaminants were present that may have interfered with the tip to inner shaft bond; however this analysis did not detect the presence of any contaminants. No other issues were noted with the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.